Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 with stimulation in the right abdomen. During examination, it was noted that the atrial lead was implanted on the his-bundle branch which may have been causing the diaphragmatic stimulation. It was also noted that there was high capture threshold on the atrial lead. Programming changes were performed to address the issue. The patient was in stable condition throughout.